Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) and stent placement procedure, "the balloon got separated from the stent". Coronary angiography revealed a 98% narrowing at the rca. The lesion was predilated with an unspecified 3.0 x 15 mm balloon catheter. During placement of the 3.5x12mm promus element stent, "the balloon became separated from the stent". The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device revealed the stent was not returned. The balloon was found to have the stent impression on it and pillowing, indicating that the stent was crimped as per manufacturing process in the correct location during manufacturing. The remaining balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) and stent placement procedure, "the balloon got separated from the stent". Coronary angiography revealed a 98% narrowing at the rca. The lesion was predilated with an unspecified 3.0 x 15 mm balloon catheter. During placement of the 3.5x12mm promus element stent, "the balloon became separated from the stent". The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is stable.